Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) interrogated a ¿gray bar¿ status indicating that the battery voltage level is not acceptable for implant. The device battery longevity was less than expected. The device was inadvertently implanted and the physician was informed of the device status. The physician elected to leave the device implanted and monitor the device battery status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetered battery voltage measurement. If information is provided in the future, a supplemental report will be issued.